Event description:
Reporter is pt, who states that he receives a pacemaker check every 3 mos. At his first eval he was told that his pacemaker had malfunctioned and his battery needed to be replaced. He was told the pacemaker lasted 10 yrs and in 2 yrs it needs replacing. The battery has a 5 yr warranty and he wants to know who will pay.